Manufacturer narrative:
Device was used for treatment, not diagnosis. The lot number was not reported. The UDI number is (B)(4). Expiration date= na, lot number = ni. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A consumer reported through social medical an issue with the listerine ultraclean access flosser refill. The floss broke from the holder and that the plastic floss holder slips out of the handle with tight contacts. There was no consumer adverse event.